Manufacturer narrative:
Extended investigation is pending. A follow-up report will be filed if product is returned or additional information is obtained. The date of event is unknown. The date entered in section is based on the customers report of "(B)(6) 2018". The device mfg date is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that beginning in (B)(6) 2017, he/she began experiencing symptoms while wearing an adc freestyle libre sensor. Customer further reported that after 1 day of wearing a sensor, she experienced symptoms described as itching, redness, and burn at the sensor site. Customer had contact with a healthcare professional who prescribed nerisone (steroid) cream for treatment of the sensor site. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: device mfg date has been updated based on returned product. The reported sensor has been returned. Visual inspection has been performed on the sensor and no issues were observed. Extended investigation has also been performed for the reported complaint. Data was extracted using approved software and visual inspection was performed on all returned pucks, and no anomalies were found. A review was performed to check for potential issues relating to sterility or endotoxin levels, focusing on environmental monitoring data from third party manufacturers (tpms), final product bioburden and endotoxin levels, and sterilization dose audits. No adverse trends were identified, and no evidence was found to indicate that product manufactured during this period was subjected to any atypical conditions relating to sterility or endotoxin levels. The extended investigation showed all processes were effective and did not find any abnormalities with the units. The complaint is not confirmed.

Event description:
Customer reported that beginning in (B)(6) 2017, he/she began experiencing symptoms while wearing an adc freestyle libre sensor. Customer further reported that after 1 day of wearing a sensor, she experienced symptoms described as itching, redness, and burn at the sensor site. Customer had contact with a healthcare professional who prescribed nerisone (steroid) cream for treatment of the sensor site. There was no report of death or permanent injury associated with this event.